Manufacturer narrative:
Submit date (B)(4) 2013. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 19/36 kit with slot. The customer states that after the nurse connected the catheters, the set of catheters showed blood oozing; blood oozed from 1.5 cm under the suture wing. Patient involved without injury and there was no medical intervention. Re-intubation was necessary.